Manufacturer narrative:
Internal complaint reference: (B)(4). Cushnie, d. W., lanting, b. A., mccalden, r., naudie, d. D., & howard, j. L. (2021). Midterm outcomes of total hip arthroplasty with a modular birmingham head. Hip international, 31(1), 103-108. Doi: doi.org/10.1177/1120700019877389.

Event description:
It was reported that, on literature review "midterm outcomes of total hip arthroplasty with a modular birmingham head", one (1) patient who underwent primary surgery with a r3-tha construct required a revision surgery due to due to r3 liner dissociation with intraoperatively noted abnormal soft tissue metal reaction. Additional details on the clinical outcome of this patient are unknown at this time. No further information is available in regards of the identity of the explanted devices during the revision surgery.

Manufacturer narrative:
It was reported that on literature review one patient who underwent primary surgery with a r3-tha construct required a revision surgery due to due to r3 liner dissociation with an intraoperatively noted abnormal soft tissue metal reaction. No further information is available in regards of the identity of the explanted devices during the revision surgery. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, device labelling and IFU review could not be performed. A risk management review could not be performed as the devices involved have been phased out of the market. If more information is received, this investigation will be reopened. The literature article was reviewed. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. Without return of the actual devices or further information we cannot further investigate or confirm the reported complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on the results of this investigation, the need for corrective or preventative action is not indicated.